Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2004. Info was not provided. Evaluation summary: the analysis results showed that one instrument and one reload cartridge were returned. The instrument was returned conforming and fully functional and with no cartridge loaded. When tested for functionality with a test cartridge, the staples were noted to have the proper b-formation. The reload cartridge was returned fully fired and in good visual condition.

Event description:
It was reported that when the device was used during a robotic assisted prostatectomy procedure, the physician fired it and noticed that it cut, but the staples did not form a "b". The surgeon had to suture the staple line. There was no reported pt consequence.